Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Stimulation was reportedly restored post operatively, resolving the issue.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient fell and lost stimulation. Subsequently, troubleshooting identified the ipg would no longer communicate with any external devices as well as the patient programmer displayed an error message which confirmed the ipg is inoperable. The patient was referred for x-rays to further evaluate the issue.